Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an unexpected reset occurred and occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 300-350 mg/dl.